Event description:
It was reported to boston scientific corporation that a standard balloon replacement g-tube was placed during a peg placement procedure in late 2008. According to the complainant, approximately one week after placement, the balloon was found to be ruptured and migrated out of the pt. Another standard balloon replacement g-tube was used to complete the peg procedure. There were no pt complications reported as a result of this event. The pt's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device MFR and expiration dates are unk. The suspect device has been received by this MFR. However, an investigation has not yet been performed; the cause of the reported malfunction is undetermined at this time.